Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically and will not switch off. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2011 and operated successfully until (B)(6) 2011. It appears to have developed a fault after this date. The device would not power on with the on button and the red status led was illuminated indicating a fault. The device was disassembled and a problem with the q31 transistor was revealed. This is an integral part of the on/off circuitry. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.